Event description:
Device manufacturer reference number: 3006705815-2019-03555. It was reported that after a trial procedure the patient experienced pain and swelling in the lower back. The patient went to the ER, was kept overnight, and then released. A CT scan was done and the results did not indicate a cause. Patient was treated with prophylactic antibiotics. The wound issue is resolved.